Manufacturer narrative:
An event regarding a hair in the inner blister pack involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: the device and packaging materials were received and the event was confirmed. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a hair inside of the inner blister pack.

Event description:
Patient was having a right total hip arthroplasty and a hair was found inside the product package. It was not used. Sales rep indicated that the hair was noticed by the nurse and that there was a 5 minute delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was having a right total hip arthroplasty and a hair was found inside the product package. It was not used. Sales rep indicated that the hair was noticed by the nurse and that there was a 5 minute delay in surgery.